Event description:
The surgeon revised a mako left total hip replacement that was previously performed by a different surgeon on (B)(6) 2011. The patient has complained of "long standing hip pain" and the surgeon stated that all non-surgical treatments were ineffective. The surgeon removed all of the corin (restoris trinity) implants and replaced them with stryker (trident/exeter) components.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The revision to another implant system was to address the patient's unexplained pain. The root cause of the patient's pain and therefore, the revision, is unk at this time. A supplemental report will be submitted if and/or when results are obtained.